Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 500 mg/dl. The customer did not want to troubleshoot. The husband asked to have an insulin pump trainer sent to the hospital. The info was forwarded to the proper personnel. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.